Manufacturer narrative:
One cadd solis vip pump was received with evidence of fluid ingression around the cassette sense pins and the downstream occlusion sensor (dso) seal. There was some debris in the battery compartment. There were cracks in the battery compartment and one separator was crooked. The event log was reviewed and there were evidence of "cassette not attached properly" alarms. The pump was ran in user mode and in manufacturing (mu) mode. The pump was also opened. Initially, the error was repeated with an extension set. When a cassette was attached the error did not appear. Subsequent attempts with both types of disposables worked without issues. In mu mode the upstream occlusion sensor (uso) and dso reacted normally to pressure and the sense pins operated normally. Internally the pump did not have any damage. The reported issue was not duplicated and the cause of the reported issue is unknown. Due to multiple error code entries in the event log the dso sensor will be replaced as a preventative maintenance measure.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had a "cassette not attached" alarm error. The issue was discovered during testing and there was no patient involvement.